Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the multifiltrate pro machine, and the serious adverse event of blood loss (ebl = 300 ml), as the patient was actively undergoing treatment when the events occurred. Limited information precluded a more comprehensive investigation. However, it appears an unknown continuous alarm occurred approximately fifteen minutes after performing a bag change on the device, which caused in the discontinuation of treatment and blood loss. Based on the totality of the information available, the multifiltrate pro machine cannot be excluded from having a possible causal or contributory role in the patient¿s blood loss event. If the multifiltrate pro machine is returned, a manufacturer evaluation/investigation may disassociate the device from having caused the serious adverse event. However, without a device evaluation, hospital records, machine repair logs, discharge summary, and/or treatment records, this clinical investigation cannot disassociate the product from the serious adverse event.

Event description:
It was reported that a patient on continuous venovenus hemodiafiltration (cvvhdf) for renal replacement therapy (rrt) experienced blood loss after encountering a ¿continuous¿ alarm on a multifiltrate pro machine. Follow-up revealed the patient was hospitalized in the intensive care unit (ICU) and was undergoing cvvhdf for rrt utilizing a cica (citrate) anticoagulant during treatment. Event documentation reported after 5 hours of cvvhdf, the ICU staff changed all the bags required for continued therapy and confirmed the absence of any alarms. Approximately fifteen minutes after changing the bags, a continuous alarm was triggered, and the screen did not provide a means to restart the treatment. It was reported that the screen went blank. As a result, the treatment was discontinued, resulting in the patient losing 300 ml of blood when discarding the extracorporeal circuit. Although the patient reportedly recovered from this event, the patient required a blood transfusion due to a decrease in hemoglobin later the same day (lab values/specifics not provided). Upon follow-up it was confirmed that there were no issues with the disposable supplies. Multiple attempts have been made to obtain additional information, and thus for no further details have been provided.

Manufacturer narrative:
Plant investigation: no sample was available for evaluation. The manufacturer indicated that no details were provided for the involved non-active medical device. Therefore, it was not possible to review the device history records (DHR). A 100% testing of each machine ensures that devices are delivered according to specifications. A communication error occurred which subsequently led to the system error program run 9040.1. At present, there is no software with which this error behavior can be eliminated. According to the manufacturer, it is not known why this communication error occurs and it is being investigated. After switching the multifiltrate machine off and on, it should work again. No further assessment details have been provided.

Event description:
It was reported that a patient on continuous venovenus hemodiafiltration (cvvhdf) for renal replacement therapy (rrt) experienced blood loss after encountering a ¿continuous¿ alarm on a multifiltrate pro machine. Follow-up revealed the patient was hospitalized in the intensive care unit (ICU) and was undergoing cvvhdf for rrt utilizing a cica (citrate) anticoagulant during treatment. Event documentation reported after 5 hours of cvvhdf, the ICU staff changed all the bags required for continued therapy and confirmed the absence of any alarms. Approximately fifteen minutes after changing the bags, a continuous alarm was triggered, and the screen did not provide a means to restart the treatment. It was reported that the screen went blank. As a result, the treatment was discontinued, resulting in the patient losing 300 ml of blood when discarding the extracorporeal circuit. Although the patient reportedly recovered from this event, the patient required a blood transfusion due to a decrease in hemoglobin later the same day (lab values/specifics not provided). Upon follow-up it was confirmed that there were no issues with the disposable supplies. Multiple attempts have been made to obtain additional information, and thus for no further details have been provided.